Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, which led to a pump shutdown. Additionally, the battery gauge was observed to be fluctuating unexpectedly. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy, and declined follow up from tandem technical support.